Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device is not visualized') in an elderly female patient who had essure (batch no. 919041) inserted for female sterilization. The patient's medical history included multiparous. Concurrent conditions included dysmenorrhea, uterine disorder and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: impression: the right essure device in place. The left essure device is not visualized. The left tube is not seen. No spillage is seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. Fu 3 and 4 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.